Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, believed he was receiving excessive basal insulin compared to his expectation, manually paused insulin when glucose was below 70 mg/dl, and treated a glucose of 40 mg/dl with intranasal glucagon, with logs showing frequent pauses, rebound hyperglycemia, and few or late meal announcements; the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia with sweating. Outcomes included no long-term health consequences or impact reported. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific findings, with the device problem and component remaining unspecified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.